Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced based on the field evaluation. The field engineer (fse) replaced both the mtml and mtmr due to repeated errors. The system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr). Intuitive surgical, inc. (Isi) received both the mtml and mtmr involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure errors during calibration via matlab. The system triggered error 23031 due to mtm triggering 25521. The investigation was centered around mtm error 25521. Additional findings: during evaluation, the opto button pads and the gimbal grip pads were found to be worn out. A review of the site's complaint history identified the complaint for the other mtm. Errors on the system pointed to both of the mtms during the same procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found 25521 faults on left master tool manipulator (mtml) and 23031 faults on right master tool manipulator (mtmr). No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the repeated errors related to both the mtms, appeared on the system despite troubleshooting attempts to resolve the issue. System unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to a laparoscopic procedure. Although there was no patient harm reported as a result of this event, if the issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) called in to report that they were getting repeated faults on left master tool manipulator (mtml) and the right master tool manipulator (mtmr). The technical support engineer (tse) reviewed logs and found 25521 faults on mtml and 23031 fault on mtmr on the surgeon side console (ssc). The csr stated that they power cycled the system multiple times and issue remained. The tse had the csr hard cycle the affected console. Upon start-up, the faults were still present and the site opted to disable both the mtms. The site used the second ssc that was already connected to the system. The procedure was completed with no reported injury.